Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that after plugging the system in it would alarm and fail to boot up. There is no report of injury or death associated with the event described in this complaint.